Event description:
The customer reported that an olympus high-def lcd monitor was failing to power up during an unspecified procedure. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: defective power supply due to a failure of the g1 circuit board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.